Event description:
It was reported that the patient had their device removed because it was eroding through their stomach. It was noted that the patient's physician wanted to replace the device.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2003. Product type: lead. (B)(4).